Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 07/12/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the thigh on (B)(6) 2016. Patient's mother described the reaction as red skin under the tape, with red pus and an infection at the sensor insertion site. On (B)(6) 2016 the patient was taken to their family physician. The doctor examined the site and prescribed antibiotics to clear up the infected skin. Antibiotics were to be taken for 4 times a day. At the time of contact, the patient was in good condition. Additional event or patient information was not provided. The sensor was inserted into the thigh. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined